Manufacturer narrative:
Upon inspection of the returned device, the customer allegation could not be confirmed. Additional findings include peeling of the bending section cover and missing adhesive. The bending angle was insufficient due to the elongation of the angle wire. Scratches were found on the operation part side ore dome and scope connector side of the universal cord. Electrical connectors were corroded due to handling. The investigation is on-going, and a supplemental will be submitted upon completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the bronchofibervideoscope displayed no image during preparation for use for a cancer diagnosis procedure. The patient was under intravenous anesthesia. There was no delay in the procedure. The procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to corrosion in the electrical connectors of the device in question. The following is contained within the instructions for use that is in relation to the suggested phenomenon: "do not apply shock to the tip of the endoscope, especially the ultrasonic probe or the surface of the lens. There is a risk of abnormal endoscopic images." Olympus will continue to monitor field performance for this device.